Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up or troubleshooting so no additional information could be obtained.